Event description:
Consumer went to do their injection. Insulin did not come out, had needle in leg already. Took pen away from site. Needle was missing from the holder. Xray showed the needle in their leg. Went to the ER, they could not get it out. It appears to be in the mussel, the referred pt to a specialist. Pt on percoset.